Event description:
It was reported that the surgeon experienced difficulty removing the drill sleeve that plugs into the glenoid. No pt injury was incurred; however, he feels the glenoid may fracture in the future.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.